Event description:
Philips received a complaint on the defibrillator indicating that the device was returned to bench for repair and the checks showed that the therapy card, som pca and paddle tray of the relevant device were defective. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Based on the available information, the bench repair engineer assessed the device and found the paddle tray to be defective. Philips sent a service quote to the customer, but customer declined the repair. No repair activity was performed by philips, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a defective paddle tray. Further root cause was not determined. The reported problem was confirmed.